Event description:
Infinity enteral pump failed to infuse complete feeding dose in 2007. Verified user error not the issue. Replaced the pump with reteaching the operator. New pump worked for several days before erroring again on four days later, not infusing total volume set on the pump. Pump replaced again. No further reports. Both pumps sent back to wren medical to be sent back to zevex troubleshooting with. Zevex representatives over the phone did not result in any answers to problem.